Event description:
A customer 's father reported not receiving a pxtra retail kit and ketone test strips ordered on (B)(6) 2011 and as a result of being unable to test, the customer experienced a hyperglycemic episode. The caller stated that his daughter is going to be hospitalized as her ketones were over 600 (the source of the reading is unknown), she reportedly lost consciousness, was diagnosed with hyperglycemia with diabetic ketoacidosis and treated with insulin. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date is unknown.